Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement. The targeted nodule was in the right lower lobe, less than 1 cm from the pleura. There was no issue with the ion device. The physician navigated to the nodule, and before needle advancement, a cone beam CT was performed, which showed that the lung had collapsed before any biopsies were taken. A 16 french chest tube was placed, and reinflation was confirmed with a second cone beam CT. There was a 14-minute delay, but the procedure continued and biopsy samples were obtained. The physician believed the pneumothorax may have been related to anesthesia. There was no allegation of a malfunction involving an ion system, instrument, or accessory. The diagnosis was negative, although the physician had concerns that it may have been a false negative. The patient was hospitalized for a total of 3 days.

Manufacturer narrative:
There was no allegation or indication that a malfunction of an ion device, its accessories, or its software occurred.